Event description:
PICC line failure: cracked at connector. Pt's right antecubital PICC line was found to be cracked distal to patient just before the connector. Line was in place for approximately 20 days. It leaked when flushed. No harm to pt. No impact on insertion site. PICC line removed fully intact by IV team. Peripheral line started to continue IV medications. Attempted to clarify site or see line but it was not saved, education to save device provided to staff. Manufacturer: angiodynamics. Catheter type: 4 fr, single lumen catheter, 20.5 cm in length, PICC line, power injectable. Lot # 582290. Dressing applied with statlock, occlusive dressing applied. Product was not saved for investigation, rn aware to save from now on.